Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 1.1 failed and it required maintenance. The customer attempted recovery by rebooted the system, unplugged and reconnected the power cable, and inspected the back panel; however, the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 1.1 had failed and required maintenance. The field service engineer (fse) dialed into the device with the customer permission and logged into the hardware test application. The fse tested the cubie pockets and found that the cubies could not be released or displayed in the device. The device was shut down for three minutes and then rebooted. After rebooting to the application, the cubies in auxiliary drawer 1.1 continued to fail. The customer advised that the fse could come on site the following day and temporarily loaded the medications from the failed cubies into different cubies within the device. Further investigation revealed that auxiliary cabinet drawer 1.1, row a was off the bus and did not recover. Basic troubleshooting was performed, during which the pockets were removed from the row and foil was found underneath pocket a5. The fse launched the hardware testing application, completed final testing, and recorded the results. The fse assisted the customer in reloading all three medications back into the row a pockets. The customer verified that the issue had been resolved and confirmed that drawer 1.1 was functioning normally. The system functioned as intended after the field service engineer repaired the device.